Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0195605 is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr ,803.56, when additional reportable information becomes available.

Event description:
It was report, the pump alarmed an error code needs service. No adverse patient effects were reported by the customer.